Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging an inaccurate delivery issue. It was noted that the basal history does not match the active basal program. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because there is an allegation against the delivery function of the pump.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/05/2017 with the following findings: a review of the pump histories showed that basal program 1 set to: 1.50 u/hr at 00:00, 1.600 u/hr at 04:30, 1.00 u/hr at 12:00, 1.40 u/hr at 17:00. The basal history settings for (B)(6) 2017 correctly match basal program 1 with 1.50 u/hr at 00:01, 1.600 u/hr at 04:31, 1.00 u/hr at 12:01, 1.40 u/hr at 17:01. The basal history on (B)(6) 2017 at 18:22 appears to be inaccurate due to a cartridge change where a 0.00 u/hr rate was recorded. The basal history appears to be inaccurate on (B)(6) 2017 due to a 0.00 u/hr basal rate from 01:16 to 01:19; at 01:19 the basal rate was manually changed from 1.60 u/hr to 1.45 u/hr. On (B)(6) 2017 21:40 a 0.00 u/hr until 21:43. On (B)(6) 2017 at 23:55 a 0.00 u/hr until (B)(6) 2017 at 00:01 due to a cartridge change. On (B)(6) 2017 at 17:25 a 0.00 u/hr until 17:31 due to a cartridge change. During testing, the pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with a 1.0 u/hr basal rate with no issues occurring. At the end of testing, the basal history correctly showed 2.0 units and total daily dose accurately showed 24.0 units. The pump passed the delivery accuracy testing and was found to be delivering within required specifications. There were no hypertensive or stuck keys observed on the keypad. The complaint of a history settings issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed a cracked battery compartment.